Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis in a patient (age not reported) coincident with dianeal and extraneal therapies. During a call with baxter (B)(4) customer services, the following was reported. On an unreported date, the patient had a difficult time with reading and math due to "the drugs that he was on". On an unreported date, the patient experienced bad cramps in his stomach and was taken to the hospital in an ambulance. On (B)(6) 2012, the patient was diagnosed with and hospitalized for bacterial peritonitis manifested by bad cramps in stomach. The cause of the peritonitis was not reported. The patient was treated with an unspecified intravenous (IV) antibiotic for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the bacterial peritonitis. Bacterial peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.